Event description:
Customer reports smoke and an electric shock from their adc device. Customer further reports their adc device is too hot to hold. There are no further details at this time. It is unknown if the smoke, electric shock or if the device was too hot to hold while testing or while charging. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. A visual inspection has been performed on the returned reader, and no damage was observed. Attempted to replicate the customer complaint; and no evidence of overheating was observed. The returned reader was sent for further investigation and de-cased. A visual inspection was performed on the de-cased reader's pcba (printed circuit board assembly), and no damage was observed. An extended investigation has also been performed on the returned unit, and no signs of damage or corrosion were observed. Usb charger and usb cable were not returned with the reader. The reader self-test and power consumption test were performed and were within specification. The reader¿s battery measured 4.0 volts (within the normal battery voltage range). The reader was also monitored under a thermal camera during operation, and no abnormal hot spots were observed. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. The DHR (device history review) for the libre reader was reviewed and showed that the libre reader passed all tests prior to release, and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports smoke and an electric shock from their adc device. Customer further reports their adc device is too hot to hold. There are no further details at this time. It is unknown if the smoke, electric shock or if the device was too hot to hold while testing or while charging. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre, libre 2, and libre 3 readers is associated with report of corrections and removal number 2954323-mm/dd/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.